Manufacturer narrative:
Facility experienced an event with proximate* reloadable linear stapler on 5/20/97 while performing a lobectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #973117. The results of the investigation conducted by the appropriate engineers and technbicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, j00j5g; cartridge condition, good; cartridge positioned properly, not loaded; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin arm condition, good; retaining pin condition, good and staples present, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cycled, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge batch number, k45r1n and trigger release condition, good. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was examined and was found to be functional. A reloadable test cartridge was inserted and the instrument was cyccled, fired and formed all staples properly and without incident. The reported incident may have been caused by the reloadable cartridge being improperly aligned when inserted. Each instrument is evaluated during the assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
It was reported the device was used during a lobectomy procedure. It was reported by the affiliate that while stapling the bronchus with the device, the staples did not close properly (b shape was not correct). The staple line was sutured with prolene. It was stated that the first use with the cartridge was perfect. The staple drivers did not come above as normal. The firing trigger was closed tight against the closing trigger. There was no pt consequence.